Manufacturer narrative:
The technician found the head actuator was making a loud noise. He replaced the head actuator to repair the bed.

Event description:
Information received indicates the bed has no function and the head section is not flat.